Event description:
The customer reported that during a routine check of the unit, prior to initiating therapy on a pt, the unit failed the safety chamber leak test, and also failed to autofill. The pt was switched to another unit and therapy was initiated.